Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a 'serious programmer error' message, and it would restart after turning on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that a serious programmer error occurred and it would restart after turning on. Analysis was able to determine that the printer drawer and screws were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.